Manufacturer narrative:
No parts have been returned to the manufacturer for analysis. A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended.

Event description:
Medtronic received information regarding an imaging device being used for a sacroiliac and thoracolumbar procedure. It was reported that the site was attempting to do a navigated spin, but the gantry was tilted around 10 degrees and they were unable to transfer to the navigation system. They were unable to manually push the spin either. In an earlier spin the site did not have any gantry tilt and were able to get the exam to transfer automatically. Further investigation after the case found that this issue was caused by the new computer not having adequate space in the directory for exams. Linux commands were used to manually expand that directory. There was no patient impact reported. There was a surgical delay of 20 minutes.